Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited t-wave oversensing. There were no patient consequences. No further information was reported.

Event description:
New information received stated that the implantable cardioverter defibrillator exhibited a sensing issue and programming changes were made. The patient followed up with the physician and no further complications were noted.